Manufacturer narrative:
Initial.

Event description:
It was reported that the user received repeated restart alerts with consecutive alert 38 motor stall messages, and despite multiple restarts and a dry run attempt the ilet continued to display ¿unable to proceed,¿ resulting in failure to infuse; device lots were provided for the cartridge and connector, and the user transitioned to subcutaneous insulin via pen with a reported blood glucose of 279 mg/dl. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.